Event description:
A report was received that the patient had a fall and was sent to the hospital. It was unknown if the fall was device related or if there were interventions provided. No further information could be obtained at this time.